Manufacturer narrative:
Correction: section g3 - the awareness date for MDR-2024-44539-02 should have been 04 nov 2024, rather than 01 nov 2024.

Event description:
Related manufacturer reference number: 2017865-2024-70712. New information received notes that during the right atrial (ra) lead revision procedure, the physician visualized the insulation damage near the proximal end on the right ventricular (rv) lead. The rv lead was repaired and remained implanted on (B)(6) 2024.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.